Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-20-user's test strip had poor storage(car). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low and high blood glucose results. Father is calling on behalf of the customer. The customer is concerned with results obtained. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the car. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history customer called in states the meter is reading low blood and high blood results. Customer was not feeling well hyperglycemic symptoms of fatigue. Customer declined medical attention. Customer became vulgar and while conducting back to back blood test customer received e-3 twice. Customer states he will discontinue use of meter and supplies and refuse to answer further questions and disconnected call. I will follow up with the customer.